Event description:
It was reported that the patient presented in clinic following a vibratory alert. No patient symptoms were reported. Upon interrogation, the left ventricular lead exhibited low impedance. Fluoroscopic imaging revealed insulation damage. The lead was explanted and replaced on (B)(6) 2014. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
Final analysis found insulation abrasion between one re cable lumen and the inner coil in the s-curve region. Cable coating abrasion was found in this region. The abrasions could have contributed to the reported impedance anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.